Event description:
It was reported that an ilet bionic pancreas displayed repeated restart alerts identified as a delivery motor communication issue, and the patient performed multiple pump restarts without resolution; the patient transitioned to subcutaneous insulin via pen and continued glucose monitoring with a dexcom g7. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living and no need for medical intervention or hospitalization. Investigation included technical support troubleshooting and user education, including guidance to shut down the device, data synchronization to the mobile app, and replacement logistics. Investigation of this case revealed a device malfunction related to motor communication. It was concluded that the event was attributable to a device malfunction without patient injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.